Manufacturer narrative:
(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 10/08/2014. Retain and return product was tested and functioning according to specification. Investigation: a review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria for detected error (dt) and undetected error (udt) rates outlined in appendix 1 of q04.01.003 rev. T (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot p14095. Assessment: based on the I-stat positive result and the result from another manufacturer being negative and the limited patient information, there is not enough information to determine whether an I-stat product malfunction occurred. The FDA guidance document (troponin: what laboratorians should know to manage elevated results) cautions against comparing assay results across two instrument platforms. Hama or other heterophile antibodies, may interfere with immunoassays and produce erroneous results and the magnitude of the interference may be different between platforms. As per the product labelling (cartridge and testing instructions-cti sheet), "results from the I-stat ctni assay should be considered in the context of the entirety of the available clinical information." "An elevated troponin value alone is not sufficient to diagnose a myocardial infarction. Rather, the patient's clinical presentation (history, physical exam) and ECG should be used in conjunction with troponin in the diagnostic evaluation of suspected myocardial infarction."

Event description:
On (B)(6)2014 abbott point of care was contacted by a customer reported they obtained discrepant troponin I results on (B)(6) year old female patient with chest pain and dehydration. There was no additional patient information available at the time of this report. There was no repeat on I-stat. Return product is not available for investigation. The customer states the patient was admitted based on the I-stat result and later discharged. Date: tested: method: result: sample: collected: (B)(6)2014 1033 I-stat 0.96 a unk . (B)(6)2014 1840 beckman dxi <0.03 b unk. (B)(6)2014 0240 beckman dxi <0.03 c unk. (B)(6)2014 0922 beckman dxi <0.03 d 0933 on (B)(6)2014. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care (B)(6).